Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance greater than 2,000 ohms and loss of capture. Further, the rv lead was determined to be fractured through fluoroscopy. When the lead was cut to use a laser for extraction, the proximal of the lead conductor came out, however, the physician was still able to insert locking stylet into the remaining part of the lead. Additional information was obtained from field representative that no asystole was observed. The rv lead was explanted and no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.